Manufacturer narrative:
Only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that mulitple, intermittent occlusion alarms occurred. Reportedly, the customer was using lispro insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customers' blood glucose (bg) level was over 300 mg/dl. Reportedly, the customer changed the infusion set supplies to address the issue and resume insulin therapy.